Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief due to lead migration, which was confirmed through imaging. The patient underwent a revision procedure.